Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that only the blue t handle and one syringe were returned. A small amount of hardened cement was found at the distal end of the tube. Additionally the the cap of the tube was broken and hardened cement can be observed around all the tap surface. The broken condition caused the inability to extract the cement from the tube. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:07.702.016s, lot:4l53761, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 21 nov 2024, expiration date: 01 nov 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, 510k is not available.

Event description:
It was reported that this was a posterior fusion (l1 l3) for metastasis on july 10, 2025. During surgery, after mixing the cement, as the cement was being dispensed into the syringe, the white part of the lid of the cement kit broke at the 11cc mark, so, it was no longer possible to put cement into the syringe. There was a total of 10cc of cement in the syringe, and the surgeon determined that there was no problem with the volume, so the surgery continued. However, the surgeon mentioned that the cement felt harder than usual. The cement in the broken cement kit had completely hardened in 18 minutes. The surgery was completed successfully without any surgical delay. No further information is available.